Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was making loud audio sounds even when on the lowest audio setting or when the audio was turned off. The customer's blood glucose level was unknown at the time of incident. Customer performed self test and it passed. There was no physical damage on the insulin pump. Customer stated that the insulin pump was set on audio and vibrate and they were advised to adjust the audio volume to 1 and 5, press save, and listen for the beep; however they did not hear a beep when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing.